Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had frozen. Customer¿s blood glucose level was 77 mg/dl at the time of incident. Customer stated that the insulin pump had failed battery test alarm. The insulin pump will be returned be for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. No frozen screen, unexpected failed battery test or battery failed alert noted during testing. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. However, moisture damage was found on the electronic stack, force sensor and motor assembly. No moisture on the keypad assembly noted.